Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common femoral vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation at 4 atmospheres for 4 minutes. The device was removed over a .035 wire and the procedure was completed with a different device. No patient complications nor injuries were reported.